Event description:
It was reported to nova biomedical that, a consumer received a blood glucose readings of 544 mg/dl, 484 mg/dl, and "hi" on the blood glucose meter. The consumer then tested on another blood glucose meter system getting a 141 mg/dl and 140 mg/dl on that glucose meter. The difference in readings was determined to be clinically significant. The strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.